Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, on the first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem and no damage was observed. The rupture was found to be on the entire balloon material in vertical form. Another 1.5mm x 20mm x 143cm coyote es balloon catheter was used but it also ruptured on the first inflation at 14 atmospheres for 30 seconds. It was removed successfully with no damage on the device. Another of the same product was used to complete the procedure. No complications reported, and patient status was good.